Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the clinical diagnosis was ¿acute cerebrovascular accident¿ and that the patient had no prior history of strokes, and no further strokes have been reported other than the acute cerebrovascular accident that was reported in this event; a request was made to update the term in this event from ¿stroke¿ to the clinically diagnosed term of ¿acute cerebrovascular accident¿. It was noted that the event was possibly related to the neurostimulator implant and/or the patient¿s medical history of hyperlipidemia, but no further information was available as to an underlying cause, and that there was no indication that the stroke was related to the patient¿s underlying urinary dysfunction. The patient¿s past medical history included the following: disorder of pancreatic internal secretion; hyperlipidemia; impaired fasting glucose; lumbosacral spondylosis without myelopathy; migraine; overactive bladder; pulmonary embolism; rectocele; uterovaginal prolapse; and vaginal enterocele. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They stated symptoms included dizziness, slurred speech, and headache. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation gastrointestinal/pelvic floor issues. It was reported that the patient suffered a stroke. It was noted that the event was possibly related to the procedure due to the temporal relationship from the neurostimulator implant procedure since the event onset date was one day after implant. Interventions taken included prolongation of existing hospitalization, starting on (B)(6) 2019 and ending on (B)(6) 2019; other action taken was noted to be per standard of care. No further complications were reported/anticipated.